Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat burnt. The jaws were bloody. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "sparked and smoked" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the unit was removed from the pt's leg, the jaws sparked and smoked and started to glow or was on fire (operating room staff could not tell). The unit was unplugged and a new kit was used to complete the procedure. There were no pt effects. The product was returned.